Event description:
It was reported that the patient had low flow alarms and pulsatility index (pi) events that were due to hypertension and right ventricular dysfunction. The onset date of right ventricular dysfunction was (B)(6) 2024. It was noted that the patient had no history of right ventricular dysfunction prior to implantation. The patient was lightheaded during the alarms. The low flows persisted despite the patient's euvolemia and blood pressure control. The patient was implanted with a right ventricular assist device (rvad) and received inotropes. The event log files captured low flow estimates as well as sustained low flow hazard events with elevated pi. The alarms resolved when a low flow software upgrade was performed. The patient remained admitted in the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient low flow alarms that, per the account, appeared to be due to hypertension and right ventricle dysfunction; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of right ventricle dysfunction and hypertension could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 ¿introduction¿ of this document lists right heart failure and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Section 7 (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms and pulsatility index (pi) events that appeared to be due to hypertension and right ventricular dysfunction. The event log files captured low flow estimates as well as sustained low flow hazard events with elevated pi.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental information to per-2024-0070350; (B)(6). The investigation will be completed under 2916596-2024-04688.

Manufacturer narrative:
Section h6: corrected. This event was determined to be duplicate and reported in manufacturer report number 2916596-2024-04688.